Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found no leakage during the initial leakage and electrical safety tests . Further inspection found the device nozzle was clogged with foreign material. The air/water (a/w) tube was found clogged. The customer reported issue of " partially closed air channel , partially obstructed air duct " could be confirmed. In addition, during inspection, the following findings were observed: due to clogging of nozzle, water removal ability does not meet the standard value. Due to clogging of a/w-tube, water removal ability does not meet the standard value. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of aw-tube, water supply volume does not meet the standard value. Additionally, the following findings below were observed however, noted to be non critical findings. - grip scratched. - switch box scratched. - plug unit scratched. - light/guide (lg) lens glues discolored. - c-cover scratched. - a-rubber glues discolored. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent the device for repair reported with an issue and complaint description of " partially closed air channel (repaired mid-july 2022), partially obstructed air duct . The issue found during an unknown event. Device evaluation found the device nozzle was clogged by foreign material. This report is being submitted for clogged nozzle due to foreign material which was found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ·operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual_ inspection of the endoscopic system: inspection of the air-feeding function; inspection of the objective lens cleaning function. The event can be detected and prevented by following the instructions for use (IFU) which state: reprocessing manual_ precleaning the endoscope and accessories: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution. Olympus will continue to monitor field performance for this device.